Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected weak battery was noted. The button/keypad responded properly. No button/keypad anomaly. The insulin pump was also received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No frozen display noted during our testing.

Event description:
The customer reported via telephone call that the insulin pump froze and the buttons became unresponsive. The blood glucose reading was not known. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.